Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Per report the patient was re-implanted due to infection of the middle ear. The electrode array was out of the round window.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. During the re-implantation surgery the surgeon found an infection in the middle ear and the array had migrated. However, it is unknown if the electrode array migrated as a consequence of infection or of the reported trauma. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Per report the patient was re-implanted due to infection of the middle ear. The electrode array was out of the round window. According to internal registration information, a full insertion of the array at implantation was achieved. The patient attended the clinic as the patient's mother noticed that her hearing performance was not as good as usual. The patient's mother also reported a head trauma. During re-implantation surgery the surgeon found an infection in the middle ear and the array had migrated.